Event description:
It was reported that during a follow-up check, the device was found to be in backup vvi mode. Multiple attempts were made to restore the device but were unsuccessful. The device was explanted and replaced. The patient's condition was good before, during, and after the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found that the device went into backup operation due to a power-on-reset (por). Backup vvi was caused by unknown data corruption of device image. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.